Manufacturer narrative:
Visual inspection: the device was inspected, and no deformities or abnormalities were observed. Functional inspection: during functional testing, the instrument was able to reduce smoothly when rotated and when using the button function. The instrument was tested with both a sample screw and the screw that was used in surgery. The instrument was able to reduce a sample rod in both screws as intended. To remove the reducer, a twisting motion was applied. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. The everest degenerative surgical technique was reviewed and the following relevant information was identified: rod persuasion & reduction: for reductions up to 60 mm into everest screws, the everest basecamp reducers may be used. The reducers grasp onto the screw head by applying an axial downward force. Multiple basecamp reducers may be used on adjacent segments to facilitate correction. For quick reduction, press the release button on the basecamp reducer and slide the tube down to meet the rod. If gradual or more powerful reduction is desired, rotate the proximal end of the reducer in a clockwise direction. If additional torque or a ratchet mechanism is needed to persuade the rod, a t-handle can be connected to the proximal end of the reducer for additional leverage using a quick connect hex wrench. Once the instrument is in its proper position, turn the proximal handle in a clockwise direction until desired reduction is achieved and the rod is fully seated. The everest set screw may be passed through the center of the basecamp reducer and threaded into the implant housing using the provisional driver to provisionally tighten the construct. To disengage the basecamp reducer, press the release button and pull the reducer upward while twisting to disengage from the implant housing. The root cause could not be determined conclusively. According to device history records, the instrument was manufactured in 2015. Aging, wear, or repeated use over the lifetime of the instrument may have also contributed to difficulty during surgery.

Event description:
It was reported that while trying to place a temporary rod in preparation for tlif, an everest mi single action rod reducer tip fractured and became stuck on an everest polayaxial screw at the l5 level. The surgeon was able to get the reducer off of the screw with aggressive force. After tlif, the surgeon tried to reduce the same left l5 screw while attempting to place the final rods. Both basecamp rod reducers popped off of the screw once they were fully reduced. The surgeon then tried to use a denali and an everest mi offset rod reducer, but they also popped off. It was determined that the screw was bent and it was removed and replaced with a new one. Surgery was successfully completed with another reducer and an hour and a half delay. This report represents the second of two bascamp rod reducers.

Manufacturer narrative:
Corrected root cause to: to remove the reducer, a twisting motion was applied. It is possible the instrument may have been unintentionally twisted fully or partially, allowing the reducer to disengage prematurely from the screw. However, as certain maneuvers applied during actual surgery could not be replicated during functional testing, the root cause could not be determined conclusively.

Event description:
It was reported that while trying to place a temporary rod in preparation for tlif, an everest mi single action rod reducer tip fractured and became stuck on an everest polayaxial screw at the l5 level. The surgeon was able to get the reducer off of the screw with aggressive force. After tlif, the surgeon tried to reduce the same left l5 screw while attempting to place the final rods. Both basecamp rod reducers popped off of the screw once they were fully reduced. The surgeon then tried to use a denali and an everest mi offset rod reducer, but they also popped off. It was determined that the screw was bent and it was removed and replaced with a new one. Surgery was successfully completed with another reducer and an hour and a half delay. This report represents the second of two bascamp rod reducers.